Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. The device was received by the biomed from a nurse who was using the pump during clinical use but it is not known if the pump was actually hooked up to a pt at the time it went into the failure code. Writer attempted to gain additional details regarding the medication involved, pump programming info, specific pt info, medical intervention, tubing product code and lot number, but no additional details were available. No clinical contact was able to be identified by the biomed for writer to obtain additional details from. No pt injury resulted per the biomed.